Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturing reference number: 2017865-2023-04307, related manufacturing reference number: 2017865-2023-04309, related manufacturing reference number: 2017865-2023-04310, related manufacturing reference number: 2017865-2023-04311. It was reported that the patient presented with an infection due to pocket erosion. The device and leads were exposed due to the erosion. The implantable cardioverter defibrillator, right ventricular, right atrial, left ventricular, and a previously capped right ventricular lead were explanted and replaced. The patient was in stable condition.